Event description:
The reporter stated that there were several fill cannula amounts in the patient's prime history that were not programmed and the fill cannula amounts were not the amounts that were used by the patient. The reporter stated that the prime history showed 3 fill cannulas of 1 unit that were not programmed; the reporter stated that the patient only used fill cannula of .7 units. There was no reported injury as a result of the unprogrammed fill cannula.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the prime and black box histories indicated multiple one unit fill cannula steps occurred at 10:14 pm on (B)(4) 2011 and at 9:58 pm on (B)(4) 2011. There was no activity outside normal use observed in the pump history. During testing, the pump displayed the appropriate warning before the prime step. The pump was exercised for 24 hours and no unprogrammed fill cannula steps occurred. Investigation revealed that all keypad buttons responded appropriately when pressed; there was no hypersensitivity or defect found to the keypad buttons. There was no defect found on investigation; the complaint could not be confirmed or duplicated.